Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/18/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information: h6 additional information was requested, but unavailable: were there any patient consequences? All answers above are unobtainable. Once there is any update, we will update the information. Trade name - vicryl¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - vicryl¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was broken when the surgeon started to suture the first stitch on the fat layer by drawing the suture. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.